Manufacturer narrative:
Concomitant medical products: 559445, lead, and 419388, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes. A day later, the lead triggered an alert for oversensing of noise and oversensing was also observed on stored electrograms (egm). Additionally, r-waves had decreased, the lead had a confirmed fracture, possible failure to capture was observed, and the lead exhibited a sudden jump to undefined high pacing impedance values. The patient experienced fatigue and was hypotensive. All detections were programmed off and the lead was later capped and replaced. No further patient complications have been reported as a result of this event.